Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In addition to the initially reported results code for electrical problem, power source problem was identified and captured as an additional results code. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Information in section f10 was provided by the manufacturer. The field service specialist (fss) visited customer site to inspect the system. Fss replaced the power supply and instrument manager. Fss completed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2011 (error getting version strings from instrument host) occurred with the whitestar signature system. In troubleshooting, the unit was rebooted and error was persistent. There was no patient involvement reported and no patient treatments delayed or cancelled.